Event description:
The surgeon reported that a pt was implanted with a movement great toe phalanx hemi about 2 months ago. He reported that he needs to revise the implant due to swelling and an infection. He then reported that during surgery he believed that the impactor was insufficient and that the largest size device was not big enough for the pt. It was also noted that the surgeon reported that he had issues getting exposure prior to implanting the device.

Manufacturer narrative:
An investigation is ongoing and is pending the revision surgery. If possible, we will attempt to obtain the device if it is removed. If additional info is obtained, a supplemental report will be submitted as appropriate.